Manufacturer narrative:
Concomitant medical devices: 5076-52, lead, implanted: (B)(6) 2002; 419488, lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited variable thresholds and oversensing noise resulting in pacemaker inhibition. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.